Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The rv lead was repositioned due to dislodgement. The helix was retracted on the xray. During the same procedure the atrial lead was also explanted.